Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette not attached alarmed when the cassette was attached. No patient injury was reported.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. Updated h3. The reported "downstream occlusion" problem was not duplicated. During the device investigation, the latched locked optic flex circuit sensor was found to be non- functioning. The defective sensor was replaced. Updated h6. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The model number was not documented, in the initial report. Updated d4. The device manufacturer date was not documented, in the initial report. Updated h4.